Event description:
In 2005 the lay user/reporter contacted lifescan on behalf of the healthcare facility alleging that the one touch basic enhanced meter was reading inaccurately high for many months. The reporter explained as an example that a pt is tested and a result over 400 mg/dl is obtained. Unk if the pt has symptoms at the time of testing. The pt is transported to a hosp for medical treatment. The pt is not administered treatment while waiting for transfer. Once at the hosp, the pt is tested and a normal result is obtained. No treatment is received. The customer service agent verified that quality control testing is always performed and within specifications. The csa walked the reporter through a check strip test and result fell within specifications. The reporter was unable to verify pt's hematocrit or sampling technique. The reporter requested a replacement meter. No further troubleshooting was performed. The subject meter was received by lifescan in 2005 and evaluated by product analysis in 2005 with the following findings: the meter involved in this complaint has failed testing due to the pcb contamination of the meter, which prevented the meter from powering on.